Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but [3] photos were provided for investigation. Visual examination of the photos was performed and revealed the presence of separation in an extra assembly that was in the packaging. The photos show the holder has become separated from the straw and needle assembly. Regular inspections for the adhesive bond where the bond will not be broken with force. The uv sensor is challenged to make sure the glue is cured. The 10 retention samples from both lots were inspected with no needle separation identified. Bd was able to confirm the customer¿s indicated failure mode with the photos provided. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® c&s transfer straw kit the needle inside the transfer straw was dislodged and loose from the straw. The following information was provided by the initial reporter. The customer stated they discovered an exposed needle in the packaging."eedle.

Event description:
It was reported when using the bd vacutainer® c&s transfer straw kit the needle inside the transfer straw was dislodged and loose from the straw. The following information was provided by the initial reporter. The customer stated they discovered an exposed needle in the packaging.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.